Event description:
During a coronary drug eluting stenting treatment procedure, the shaft of the catheter was bent. As the taxus express2 3.5 x 16 mm stent was being opened from the package it was noticed that the shaft was bent. Consequently, the stent was reported. Pt status is reported as "satisfactory/good."